Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade unknown.

Event description:
Healthcare professional reported right side ¿asymmetry, capsular contracture,¿ baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, h.3, h.6.

Event description:
Healthcare professional reported right side ¿asymmetry, capsular contracture,¿ baker grade iii. Device has been explanted and discarded after surgery.